Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2011, pt's mother reported pt experienced a poor connection between the infusion tubing and the infusion set. Mother stated the issue was noticed by insulin leaking from the connection point. Mother reported the infusion set had been in use for one day each time the incident occurred. Mother stated when first connecting the infusion set and infusion tubing, an audible click could be heard, but when the leaking was noticed, the connection was loose and could not be secured. Discussed different types of infusion sets. Mother reported the alleged infusion sets were discarded by the pt. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Replacement product was sent; no product return was requested.